Manufacturer narrative:
Submit date: 10/10/2017.

Event description:
The customer states that the enteral feeding pump sets were leaking.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(6). If information is provided in the future, a supplemental report will be issued.